Manufacturer narrative:
B5 (describe event or problem), d4 (lot number), h4 (device manufacture date), and h11 (additional manufacturer narrative) have been updated. The customer's complaint that the lifeband (lot #205855) snapped was not confirmed during the functional testing. No damage or malfunction was noted during the testing, and lifeband functioned as intended. Upon visual inspection, no physical damage was observed. Lifeband was tested using the returned autopulse platform. The platform performed full compressions using the returned lifeband. The lifeband is fully functional without any issues.

Event description:
The autopulse platform (sn (B)(6) was deployed to resuscitate a female patient in cardiac arrest. The customer placed the autopulse platform under the patient, and upon pulling the lifeband (lot #205855), it snapped. The autopulse platform was not powered on at the time of the issue. According to the customer, the lifeband was new and the patient was petite. The customer reported that a tearing sound was heard when the lifeband was pulled, and upon examination, the elasticity was no longer present. Manual CPR was performed for the rest of the call. No consequences or impacts on the patient.

Event description:
The customer reported that the lifeband snapped while performing CPR on a female patient using the autopulse platform (sn (B)(6)). Per the customer, the lifeband was new, and the patient was petite. No additional information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the lifeband for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.